Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was not sensing pressure or f-optic modes. The unit was swapped out and there were no issues with the replacement iabp. There was no patient harm.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit not sensing pressure or f-optic modes. The unit was swapped out and there were no issues with the replacement iabp. A getinge field service engineer (fse) fully tested all inputs and trigger modes but could not duplicate the reported issue. Fse tested with both the trainer and a patient simulator and results were within specs. Fse completed a full system test / pm protocol. All tests passed to factory specifications. Released for clinical use. There was no harm to the patient.